Manufacturer narrative:
The hba1c reagent lot number was 78283601, with an expiration date of 30-jun-2025. The field service engineer determined there was a failure with a probe. The probe was replaced. The main pressure, gear pump pressure, and rinse mechanism levels were also adjusted. Precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The first sample initially resulted in an hba1c value of 9.1 %. The patient questioned the result. The sample was repeated on a second analyzer, resulting in a value of 6.2 %. The sample was also repeated on the complained analyzer, resulting in a value of 6.1 %. The customer started checking other patient sample results and noticed a second sample that initially resulted in an hba1c value of 6.5 % on (B)(6) 2024. Due to the issue with the first sample, the sample was repeated on a second analyzer, resulting in a value of 5.0 %. The sample was also repeated on the complained analyzer, resulting in a value of 5.1 %. A corrected report was issued. The repeat values were deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There was no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.